Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had noise episodes and low pacing lead impedances. The noise episodes resulted in inappropriate therapy by the device. The device, rv, and ra lead were explanted and replaced and the patient was stable. Related manufacturer report numbers: 2938836-2017-31789, 2938836-2017-31787.

Manufacturer narrative:
The field reports of noise and low lead impedance were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Visual examination found damage consistent with that occurring at the time of explant procedure. No fractures or insulation abrasions were noted. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the entire lead revealed no anomalies.